Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g1, g2, g3, g6, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. As zimmer biomet does not hold investigation responsibility for the reported product a complaint history search will not be performed. The following summary was provided by an alliance partner: based on limited data no batch record review could be performed: it was reported that a patient had tibial loosening after 2 years and 4 months after initial tka. The severity of the case is classified as serious. It remains unclear if indeed the polyethylene debris caused the osteolysis and loosening. Moreover, it seems like the physician suspected an ongoing infection since an antibiotic was added, although this is contraindicated in our instructions for use. Furthermore, any admixing of substances, especially aqueous (e.g., antibiotic containing solutions), has a considerable detrimental effect on the mechanical properties of the bone cement (frommelt l.,2007). Therefore, it cannot be excluded that the off-label use of palacos (admixing of tobramycin or implantation during an ongoing infection) contributed to the loosening. Corrective and preventive actions: none if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receiving additional information found during review of the reported event, it was determined that the part referenced should not have been reported. The patient is implanted with competitor product and zimmer biomet bone cement. The loosening due to osteolysis(due to competitor product) is contributed to the result of poly particles, which can be associated with the reported loosening. The reported event would be associated with the competitor products rather than zimmer biomet bone cement.

Event description:
Upon receiving additional information found during review of the reported event, it was determined that the part referenced should not have been reported. The patient is implanted with competitor product and zimmer biomet bone cement. The loosening due to osteolysis(due to competitor product) is contributed to the result of poly particles, which can be associated with the reported loosening. The reported event would be associated with the competitor products rather than zimmer biomet bone cement.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had initial knee surgery approximately 4 years ago. Eight months ago, patient was doing normal morning exercise and while getting up, he heard something in the knee accompanied by moderate pain which persisted. X-ray showed possible loosening of tibial component. In the meantime, the weight bearing pain pretty much went away, but knee was pretty swollen and stiff. On the return visit, surgeon confirmed the diagnosis drained 65 cc of synovial fluid and told patient to come back in 6 months unless it gets worse. The knee feels wonky and not too secure, but walking and weight bearing is ok. Tibial component is competitor device. Attempts for additional information have been sent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.